Event description:
It was reported that the patient was reimplanted with a new vns on (B)(6) 2012. Analysis was completed on the returned products. Upon analysis, an abraded opening was identified on the outer silicone tubing. Note that since a portion of the lead (including the electrode array) was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than the above mentioned observations typical wear and explant related observations, no additional anomalies were identified in the returned lead portion. No anomalies were found with the returned generator.

Event description:
It was reported that during generator explant due to infection (infection reported in medwatch #1644487-2011-02882) the physician noticed that there was a break in the lead. The physician decided to explant the entire device. No trauma or manipulation to device occurred. The generator had been interrogated, but diagnostics were not performed, so it is unknown if high impedance was present prior to surgery. Patient will be reimplanted at the (B)(6) 2011. Explanted products have been requested, but have not been returned to the manufacturer to date.

Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned, but did not cause or contribute to a death or serious injury.

Event description:
Explanted products were returned to the manufacturer, but analysis is pending.